Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power supply for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was beeping. The representative confirmed that the batteries were charged and the viewing station of the imaging system was connected. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the suspect power supply was returned to the manufacturer for evaluation and the reported issue was confirmed. Functional testing, performance testing, and visual/physical examination was performed. Through output testing the cause of the issue was found to be an unstable power supply.